Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant glucose result of 484 mg/dl on a patient there was no patient information at the time of this report. (B)(6). Collection, sample and testing times are not available. The customer reports that chem8+ cartridges were stored in frig 2-8c and not equilibrated to room temperature for over 5 minutes prior to testing per abbott I-stat recommendation. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/08/2018. A review of the device history records confirmed that the cartridge lots passed finished goods release criteria. Due to expiry of cartridge lots h18028a and h18128a, retain testing could not be performed. For cartridge lots h18116a, h18139, h18158a, h18179a, h18189 and h18209a, retain cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.